Event description:
It was reported that a home patient had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The care giver stated that the device was working fine and there were no further issues with the hc. The care giver was notified of the meaning of the high drain alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A review of the service history revealed that the device had been serviced on two previous occasions for a similar issue. However, the homechoice met all testing specifications upon release. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.